Event description:
It was reported that a system error (se) 2367 (air in set) alarm occurred during prime on the home choice (hc). The home patient (hp) was not connected at the time of the event. The technical service representative (tsr) had the hp close the clamps and cycled power to clear the alarm. The tsr assisted the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.